Manufacturer narrative:
(B)(4).

Event description:
It was reported an echocardiogram revealed that the right ventricular lead perforated through the right ventricular apex. The lead was explanted and replaced. No further information is available.